Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10 result of investigation: customer reported that the unit turned off while ventilating a patient. Provided screen clearly shows that high priority alarm 212 - "ventilation stopped, battery flat, connect to mains power supply immediately" was active. The rootcause of the failure was user fault. Ac power is not restored and this might leads to complete shutdown of the unit.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, photograph has been sent for evaluation but no log files or completed complaint form received from the customer. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e ventilator has stopped working while connected to a patient that leads to desaturation. The patient was removed from the device and manually ventilated then placed on another ventilator. There are no other issues noted.